Event description:
During evaluation of a returned spectrum infusion pump, the device was found to have a false detection of closed door state and no alarm for door open. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device had false detection of closed door state and did not alarm when the door was open. The cause was identified to be a lower link switch that did not function as intended. The lower auxiliary assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.